Event description:
The customer confirmed there were no error messages that may have been observed as a result of the failure. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure and no medical intervention (i.e., treatment outside the scope of the procedure) required as a result of the reported problem. No other devices connected to the subject device when the failure occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "procedure delay" and "image is interrupted" was caused by the error on the display selection of programmable input processor/programmable output processor and that caused that the image was not displayed. However, the root cause of the phenomenon's could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center exhibited an image issue with provation software after the power cord was tripped over, disconnected, and reconnected. The cabling was verified to be secure if only the power cable was unplugged when it tripped over. The image was available, but the issue was the programmable input processor (pip) / programmable output processor (pop) input selection. The cv-190 keyboard was being used. Olympus technical support directed the customer to the pop/pop input selection where she was able to toggle through input selection until the view selected was satisfactory. The issue was noted during a therapeutic ultrasound / needle biopsy. The procedure was prolonged by a few minutes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device will not be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.